Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with other items. The returned sample was visually inspected and found to be non-conforming with the needle broken at the port. Functional testing was unable to be performed due to the visual condition of the probe. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicates that the probe needle was broken at the port, which could be perceived as the port was missing. If the probe was in the eye the broken port would have led to the broken portion falling into the eye, as was reported. The reported aspiration failure was unable to be confirmed due to the visual condition of the probe. The exact root cause of the broken inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported aspiration failure could not be confirmed and an exact root cause for the broken port of the needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the part of the cutter fell into the fundus of the eye and was removed with forceps, also bad aspiration was felt, a missing port was found during cataract vitrectomy surgery. The surgery was completed without any issues. There was no harm to patient.